Event description:
The customer reported 12-lead ECG lead v6 signal loss.

Manufacturer narrative:
The customer reported 12-lead ECG lead v6 signal loss. The device was returned to philips and evaluated by a technician. The issue was resolved by replacing the ECG connector.